Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's display screen would not remain calibrated to the stylus. Analysis was unable to confirm that the programmer was unable to update. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display screen calibration was off. The stylus was replaced but the display would not respond to the stylus. The programmer was also unable to update. The programmer was returned for service. No patient complications have been reported as a result of this event.